Event description:
It was reported that the patient underwent a surgical procedure involving a sling device in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.